Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported that since thursday they had been trying to charge their ins and the controller showed looking for device and cycle through to al to checking recharge quality and continue to cycle. Resetting the controller did not resolve the issue. It was reported that there was a tear at the top of the rtm where the paddle was and when they tried to recharge the ins it got warm by the tear. The patient¿s controller cycled many times through the passive recharge and never started a charge. Most of the time when doing the al the high low and middle numbers usually showed 100. It was reported that the controller was showing 90% battery and the ins was showing 60% battery. The patient had been turning off stim at night and if they were not very mobile during the day they would turn off stim to save the battery. It was also reported that they had problems "off and on" regarding trying to charge the ins "a while ago", "like around last year" but then had not have any issues until recently. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found cable insulation torn at donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.